Event description:
It was reported that during an angioplasty procedure, the catheter balloon burst. The catheter was removed and replaced to complete the procedure without pt injury or further complications being reported.